Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned device shows wear on the handle and fractured chisel. Sem analysis report findings: artifacts on both fracture surfaces suggest a possible 2-way bending fatigue fracture likely with multiple fracture initiation sites on both sides of the blade. Numerous blade contact wear marks could have contributed to the fracture initiations. The DHR was reviewed for deviations and/ or anomalies with deviations/anomalies identified: 1) 1 piece scrap due to part can not meet drawin note 7; 2) f1 dimension undersized but had been accepted after engineering review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured during primary knee procedure. It was noted that there was no injury to the patient.